Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient passed away due to a blood clot. There were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain a medical assessment from a healthcare professional to confirm the cause of death but no additional information was available.